Event description:
According to the literature, a retrospective study compared outcomes between self-gripping mesh and conventional mesh in 113 elderly patients who underwent primary inguinal hernia surgery between 2015 and 2024. In the self-gripping mesh group, a  9.0x15.0 cm polypropylene mesh was placed in 60 patients without fixation and postoperative complications included seroma, hematoma, chronic pain, and hernia recurrence. Hematoma or seroma were confirmed by ultrasound.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the device had difficulty maintaining steady state operation during the procedure, so it cannot be ruled out that the needle line access may have shifted and could potentially have impacted the collection. Additionally, based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product may have been donor-related. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided.